Event description:
This report addresses the use error, reuse of supplies. The customer contacted baxter's technical service center to report an issue of check heater line alarm on home choice (hc) device during use during fill 1. The care giver stated that they only replaced cassette and not the bags the baxter technical representative ended fill 1 so that the home patient could reset up again with new cassette and bags. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The complaint for use error- reuse of supplies was confirmed. The cause for use error was undetermined. A labeling review found the patient at home guide to be adequate for use/user error related to this incident.

Manufacturer narrative:
(B)(4). During investigation by baxter this incident was determined to be caused by use/user error and there was no allegation of a product malfunction. Therefore a batch review and sample evaluation will not be conducted. A follow-up MDR will be submitted if additional information is obtained.